Event description:
The pt has perceived changes in the perception of sound when he does rotary or orbital movements of his head and when he chews. There is suddenly no sound and then he can hear again. Sometimes it is as though the sound is in the distance. Depending on what movement he does, the sound disappears. All the external parts of the speech processor were exchanged but the problem remained the same. Testing was carried out and showed wide fluctuations in the supplied voltages amplitudes in 6 channels. All evidence is consistent with an active electrode array under stress.

Manufacturer narrative:
Conclusion: the investigation showed that the active electrode was mechanically damaged to an extent which prevented the device to perform as expected. This is a final report.